Manufacturer narrative:
Batch review performed on 8 january 2021: lot 1904540: 125 items manufactured and released on 8-jul-2019. Expiration date: 2024-06-24. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 19 days from the primary surgery reporting instability due to laxity. The surgeon revised the gmk-sphere tibial insert - flex s4l - 10mm with a gmk-sphere tibial insert - flex s4l - 14mm to give the patient more stability. The surgery was completed successfully.